Manufacturer narrative:
Concomitant product: 0185 lead, implanted: (B)(6) 2007; 4054 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged twice and was re-positioned. The lead then exhibited non-capture and was reprogrammed off. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.